Event description:
It was reported to philips that the system's tube cooling unit was leaking oil. The system then displayed an alert indicating a low oil pressure, preventing imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the planned treatment/non-emergency treatment of coronary procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system on site and confirmed that the system tube cooling unit was leaking oil and the system was unable to produce x-rays. The review of the system log files showed the clm flow switch opened, resulting in no exposure and low load fluoroscopy frames. Upon troubleshooting, the fse identified a large puddle of oil found in the tray beneath tube cooling unit with evidence of oil found on inside of cabinet front and on top of the adu (anode drive unit). To resolve the issue, the fse replaced the tube cooling unit and adu (anode drive unit). The defective part was returned for further analysis. The supplier's part analysis conclusively determined the root cause of cooling unit leak was due to a leak at de-aerating hose crimp (the hose softener volatilized over its lifetime) and the supplier¿s evaluation could not determine the cause of the adu certeray failure. Following replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.